Manufacturer narrative:
Section a: patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) is protected by the personal data protection national legislation and should have been redacted in the initial report. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas could not conclusively be determined through this evaluation. The lvad was reportedly running as expected. The device was not explanted and was not returned for evaluation. The current heartmate 3 lvas IFU lists bleeding and multiple types of organ failure (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to intra-cranial bleed (icb). It was reported; lvad implant as ultima ratio therapy. ECMO+impella in place before implant after severe cardiogenic shock. Beginning multi-system organ failure at time of implant. A spontaneous icb developed under difficult anti-coagulation therapy. No autopsy was performed. The device will not be returned for evaluation.